Event description:
A malfunction was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted the caller in resetting the pump, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue recurs.